Manufacturer narrative:
Date sent to the FDA: 5/25/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent epigastric hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent umbilical hernia repair surgery on (B)(6) 2018 during which the surgeon noted ¿encountered adhesions to the previously placed mesh, which he took down.¿ it was reported that the patient experienced severe pain, adhesions, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.